Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, suffering, mental anguish, disfigurement, physical impairment, infection, urinary and bowel problems, bleeding, vaginal scarring, emotion distress, product problem and other unspecified injury. The plaintiff also experienced vaginal mesh extrusion. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report # 2183959-2014-14025, 14692.